Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The mother reported via phone call that the customer had adhesive issues with the sensor. It was also found the customer's blood glucose was 47 mg/dl. It was also found the customer experienced a high blood glucose of 400 mg/dl previously. The mother declined to troubleshoot for the customer's high and low blood glucose. Customer's low was treated with food and the customer's high was treated with the insulin pump. The mother also reported inaccurate readings with the sensor. Customer's blood glucose was 132 mg/dl and their sensor glucose read 53 mg/dl. The customer was advised that the device would be replaced. Customer declined to return the product for analysis.